Event description:
It was reported that a self expanding stent was placed down a 7f delivery sheath, into the pt's sfa. Upon exiting the delivery sheath, it was noticed that the first 1-2mm of stent was deployed from the delivery catheter. No intentional deployment of the stent had been performed. The protective pin in the handle of the stent's delivery catheter, to prevent deployment, was still in place. The stent, still on the delivery catheter was removed and saved for documentation. Another stent was chosen and implanted in the pt. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.